Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The device also had a scratched display window, scratched case and cracked reservoir tube lip. Moisture damage found in the lcd board. No moisture damage noted in reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer explained that the device was in a trouser bag and snow got in the bag while skiing. The customer found moisture in the reservoir compartment and after removing the reservoir and drying the compartment, the insulin pump alarmed button error. Blood glucose is unknown. The insulin pump was replaced and returned for analysis.